Manufacturer narrative:
Other, other text: h10 - device evaluation results: one portex endotracheal tube was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No abnormalities were found. The cuff of the returned product was inflated using a syringe and the product was submerged under water to look for leaks. A leak was observed. The customer reported product problem (leak) was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Two (2) samples were received for evaluation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, leakage was observed coming out from tears in the cuff. Manufacturing controls and instructions for use (IFU) are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: h6 and h10.

Event description:
Information was received that while device was in use, air leak around cuff had occurred. No medical intervention was required and no patient injury had occurred.